Event description:
Based on attorney's report: ni/ni/ni - patient underwent repair of a left inguinal hernia with a perfix plug. Attorney reports that patient has experienced significant physical pain and suffering, permanent injury and permanent and substantial deformity, and has undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether the device may have caused or contributed to the event. No medical records have been provided, no specific device failure has been alleged and no product has been returned for evaluation. No conclusion can be drawn at this time.